Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven years ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the aaa is 10 cm in diameter. Vessels were 6-7 mm in diameter, had some calcification bilaterally, and were very tortuous on the left side but less tortuous on the right. The patient's follow-up history is unknown. It was noted that the aaa has been enlarging in size and is currently 10 cm in diameter by a recent CT; however, no visible endoleak was present. The physician commented that there may have been a very slight blush/porosity seen on the CT, so the physician decided to reline the main body with an aneurx cuff; however the aneurx cuff could not be advanced up the left side to the intended landing zone and ended up kinking. The device was removed and discarded. An expired occluder device was implanted in the patient and the case was completed. The expiration date was not checked by the o/r staff prior to use. No additional clinical sequelae were reported and the patient is fine. (B)(4).